Event description:
A tandem mobi cartridge alarm was reported by the customer, occurring during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The customer successfully reloaded the original cartridge and resumed insulin therapy, resolving the issue.